Event description:
It was reported that a patient experienced a break in aseptic technique further described as the patient had a touch contamination during peritoneal dialysis (pd) therapy, which caused bacterial peritonitis. The peritonitis was manifested by abdominal pain and cloudy effluent. On the same day as the onset, the patient was hospitalized for the peritonitis. The next day after the onset, the patient began treatment with cefazolin (intraperitoneally (ip), 1 gram, for five days, frequency not reported) for peritonitis. The patient was discharged from the hospital after six days. The next day after discharge from hospital, the patient began treatment with ceftazidime (ip, 1 gram, for 21 days, frequency not reported) for peritonitis. At the time of this report, the patient was recovered from the peritonitis. The pd therapy was ongoing. Additional information was requested but was not available at this time.

Manufacturer narrative:
Complaint no: (B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.